Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation, no problems were noted with the suture. Functional testing identified that the returned device functions as required. No problem found.

Event description:
It was reported that during an anterior cruciate ligament surgery the tightrope could not be extended and thus the usage of the device was not possible. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.